Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and excessive no delivery alarm. Customer's blood glucose at time of incident was 125 mg/dl. Customer was advised to insert the new aaa alkaline battery and display returned. Customer was advised to monitor pump and we will ship a replacement battery cap as a courtesy. Customer declined to troubleshoot for no deliveries and just requesting his pump to be replaced. Customer was advised that we are sending replacement pump.